Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-jun-2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at abdomen, which cause the patient blood glucose elevated to 400 mg/dl, therefore patient had received bolused via the pump. The infusion set was in use for 3 days. The patient was hospitalized went to emergency room and stayed for 8 hours and received IV and fluids of saline and insulin. The patient also had moderate ketones and reason for high blood glucose levels was bent cannula. The patient was release from emergency room/hospital was on (B)(6) 2024. The patient changed soft cannula infusion set only and resumed insulin. No further information available.